Manufacturer narrative:
Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device serial numbers from the article or to match the events reported with previously reported events. Other applicable components are: product ID: 3389, lot# unknown, product type: lead.

Event description:
Zorzi, g., marras, c., nardocci, n., franzini, a., chiapparini, l., maccagnano, e., angelini, l., caldiroli, d., broggi, g. Stimulation of the globus pallidus internus for childhood-onset dystonia. Movement disorders. 2005. 20:9 (1194-1200). Doi: 10.1002/mds.20510 summary: we report the results of deep brain stimulation (dbs) of the globus pallidus internus (gpi) in 12 patients with childhood-onset generalized dystonia refractory to medication. Reported events: patient 2: a (B)(6)-year-old female patient with bilateral deep brain stimulation (dbs) of the globus pallidus internus (gpi) for dystonia experienced an electrode displacement; their left electrode was displaced cranially by 4.5 centimeters 11 months after surgery. As a result, the electrode was surgically reinserted to the correct position.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.